Manufacturer narrative:
Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record and sample test for this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. Prior to distribution, all captura serrated forceps without spike are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy with polypectomy, the physician used a cook captura serrated forceps without spike. The physician indicated the cups of the forceps are not closing all the way and the teeth are not lining up correctly to interlock when the cups are closed. This misalignment of the teeth is reportedly not allowing the cautery/current to fully cauterize the polyp being removed. This caused post-polypectomy bleeding at the biopsy site several days after the pt was discharged. The pt was readmitted and hemo-clips were affixed to the biopsy site to stop bleeding. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.